Event description:
Related manufacturer report number: 2017865-2022-48962. It was reported that a patient presented to clinic for follow up. Device interrogation revealed no capture, no sensing, high pacing impedance, and low pacing impedance on the atrial lead. It was also noted that there was pocket stimulation due to the right ventricular (rv) lead; the physician suspects rv lead fracture. On (B)(6) 2022, the physician elected to cap and replace the atrial lead and to implant another rv lead. The patient condition was stable.